Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty vertical lift power supply. System operates as intended.

Event description:
It was reported that the vertical lift column is intermittently failing. No patient injury was reported.